Event description:
Please note the 5 cases being reported concurrently by our facility have the d'vinci robot as a commonality; we are not implying that it is the cause. Our facility has two d'vinci robots. We are uncertain which of the two was used in this case. On (B)(6) 2013, pt underwent d'vinci pelviscopy with excision of endometriosis. During procedure, it was noticed that pt had adhesions, so surgeon was called in to do lysis of abdominal pelvic adhesions. Pt was discharged to home (B)(6) 2013. On (B)(6) 2013, pt was readmitted with abdominal pain. CT of abd and pelvis fairly unremarkable; pt observed in hospital. With no fevers, well-controlled pain, abd wound clean and dry, pt was discharged on (B)(6) 2013. Pt was readmitted the same day, (B)(6) 2013, thru ER with abdominal and l shoulder pain, and fever. CT of pelvis and abd showed significant changes. On (B)(6) 2013, pt underwent open laparoscopic exploration with repair of sigmoid colon perforation. Pt was discharged on (B)(6) 2013, afebrile and in stable condition.